Event description:
Reporter indicated that patient's device was programmed to off due to adverse side effects. It was reported that the patient was experiencing neck and chest pain with shortness of breath and an increase in seizures. The patient reported that they have been having large seizures like they had before they were implanted with the vns. The patient reports that they sometimes fall with their seizures. Treating neurologist indicated that the patient currently complains of dizziness most of the time, lack of energy, some night time coughing, shortness of breath at times and continuous pain around the generator and along the left side of the neck. The patient also has trouble sleeping and has a noise in their ears at times. It was reported that the increase in seizures was above the patient's pre-vns baseline frequency and that the patient's device was programmed to off to see if symptoms subside wihtout the vns therapy. The device remains programmed to off at this time. Further follow-up revealed that the patient perviously experienced an increase in seizures shortly after implant. The patient's device was programmed to off approx two months after stimualtion was intiated and was programmed back to on two months later.